Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented via merlin.net transmission with post-paced t-wave oversensing and a brief atrial noise reversion episode. Programming changes for t-wave oversensing were recommended. Reprogramming scheduling was attempted but refused by the patient. The patient was feeling fine and will continue to be monitored.